Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2017, the patient underwent treatment of an infra-renal abdominal aneurysm with gore excluder® aaa endoprostheses. It was reported that the left common iliac artery was short and bad in condition. After the stent grafts were deployed, a distal type I endoleak was slightly remained on the left side. No further treatment was performed. On (B)(6) 2017, a follow-up computed tomography scan identified the distal type I endoleak persisted. On (B)(6) 2017, the patient underwent re-intervention to treat the endoleak. The left external iliac artery and the left internal iliac artery were bypassed. The origin of the left internal iliac artery was ligated. An additional stent graft was implanted distal to the left leg. The endoleak was resolved and the patient tolerated the procedure.